Manufacturer narrative:
This supplemental MDR is to provide additional information in describe event or problem.

Event description:
Programming changes were discussed.

Manufacturer narrative:
This supplemental report is to correct previously reported section d4. Prior information should be superseded by this additional report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic during routine follow up. Interrogation of the patient's cardiac defibrillator electrocardiogram revealed post-paced t-wave oversensing on the right ventricular lead. The patient did not receive therapy during the oversensing event. No device intervention was performed at this time. The patient was reported as stable and without symptoms.